Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken cable. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure (cable damage) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because cable unit is twisted, the displayed image is flickering and due to poor watertightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, the likely cause of the reported events is due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.